Event description:
Cardiac arrest pt. Pads applied to torso properly. Energy selected and powered up to 200 joules. Discharge attempted, and "poor pad contact" message displayed on monitor. Pads removed, new pads were applied. Defibrillation achieved, and no other problems occurred.